Event description:
Catheter broke at subclavian entry site during attempted removal. Catheter tip (approx. 5") migrated to superior vena cava/rt. Ventricle. Pt remained stable without ectopy and was transported to medical ctr for successful radiologic removal.